Event description:
It was reported via clinic notes received that the vns pt was experiencing an increase in seizures that was believed to be related to depletion of the vns battery. The battery could still be interrogated but no diagnostics of the vns system were provided. The physician indicated that the generator had been implanted for approx 10 years and he believed that the generator was now no longer able to deliver the intended amount of stimulation. The pt's generator has been replaced. Attempts for the return of the explanted generator are in progress. Attempts for further info have been unsuccessful to date.